Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon had difficulty applying the opening and closing function of the monopolar curved scissors (mcs). The mcs were removed, and the steel cable was verified to be broken. The mcs still had 2 more life to use. The procedure was completed with no reported injury.